Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed that the unit was assembled to a clear non bd holder with an orange cap. The front and rear barrel was separated. No visual damage to the sample was identified. The sample was reassembled and remained secured. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7054613. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a phlebotomist noticed that a 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set appeared to be loose prior to patient use so she activated the safety mechanism and the device separated. Because the phlebotomist activated the safety mechanism, this issue is considered to be an event that occurred during device use. There was no report of injury or medical intervention.